Event description:
The lay reporter contacted lifescan on 10/2/05 and alleged that her mother's fasttake meter was in the wrong unit of measurement (mmol/l instead of mg/dl). The medical affairs specialist (mas) called and spoke withthe reporter on 10/3/05, who verified and provided additional information. It was originally documented that the user had received results of "6.9, 3.4" on the meter. However the reporter informed the mas that her mother had received a result of "69mg/dl" with no decimal point in the morning. She was just feeling tired when she woke up. Right after the result, her mother took her usual set amount of 40 units of lantus. About an hour later, she started experiencing symptoms (sweaty, pale). She was given orange juice with sugar and was retested on the meter 3.3 mmol/l (59 mg/dl), and 3.4 mmol/l). (61 mg/dl). She was tested with results of 4.7 mmol/l and 5.7 mmol/l (103 mg/dl) throughtout the morning and afternoon, she was not given any medication or food during this time. In the afternoon, her "eyes started rolling back" and the paramedics were called. The emt meter result was 91 mg/dl, which does not reflect serious injury. The paramedics did not give her any further treatment. She was tested on the subject meter at the same time with a result of 5.6 mmol/l (101 mg/dl. Based on the information provided, this complaint is reported as a malfunction. The reporter denied that the units of measure were changed in the meter settings. The patient had taken a set amount of insulin tht morning. Although the mmol/l results were misinterpreted to be in mg/dl/, medication was not given or withheld based on those results. A replacement meter, control solution, and test strips were sent to the user.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.